Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify motion sensor test failure alarm due to motor error alarm. Pump had cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. Customer was assisted with troubleshooting for the alarm. Customer's blood glucose level was 180mg/dl at the time of the incident. Displacement test could not be performed because the insulin pump kept on resetting and the customer also stated that there was liquid under the screen. Pump exposed to liquid troubleshooting was performed. The customer stated did not know how the moisture exposure occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.